Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer stated that they had blood glucose level of 200 mg/dl when they go to bed but the blood glucose level was dropped to 40 to 50 mg/dl when they wake up. Customer stated they gave himself insulin at the night. Insulin pump will not be returned for analysis.